Event description:
The user received an erroneous creatinine result for one patient sample drawn in a serum sst greiner tube. The initial result from a sample tested in a (B) (4) cup was 80 umol per l which did not match the patient's previous result. The sample was retested on the modular analyzer with a result of 125 umol per l which matched the previous result. The initial result was not reported and no treatment was changed or based on it. If additional information is received, appropriate notification will be provided.